Event description:
Sales rep reported that the physician explanted the valve, because the shunt valve was not opening. There was no distal flow.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. The valve was tested for programming: the valve failed to reprogram. Therefore, the valve was irrigated with purified water, during the irrigation of the valve it was noted that the valve was occluded, therefore, a fine syringe needle was inserted into the flow opening of the inlet of the valve housing under the ruby ball and seat. The ruby ball was manually popped free from its stuck position using light force. Subsequently, the valve was retested for programming: the valve failed again to reprogram. The valve was examined under microscope at appropriate magnification and it was dismantled; biological debris was noted on the pressure and programming control mechanism. Biological debris stuck the ruby ball on its seat and the cam to the base of the pivot. Review of the history device records confirmed the valve conformed to the specifications when released to stock in may 2005. Based on the results of the investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.